Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd max¿ system, bd max¿ instrument false positive results were obtained. No confirmatory testing was done but the result was deemed unreliable since all results showed positive on test run. No results were reported and no reported impact on patient care. The following information was provided by the initial reporter, translated from (B)(6) to english: "all the results are positive, so inquiries about cleaning methods."

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "all results positive". The complaint is not confirmed because issue was resolved by cleaning the device . The root cause is "equipment contamination/ no device problem found". Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 5/12/2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device did not reveal any prior events related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : other.

Event description:
It was reported while using the bd max¿ system, bd max¿ instrument false positive results were obtained. No confirmatory testing was done but the result was deemed unreliable since all results showed positive on test run. No results were reported and no reported impact on patient care. The following information was provided by the initial reporter, translated from japanese to english: "all the results are positive, so inquiries about cleaning methods."